Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device screen blanked totally out and will not show anything. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca with corrosion, inlet/outlet seal with contamination. Blower box with contamination. Air outlet port with contamination, heater plate with contamination. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.